Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The customer's report was duplicated and the ECG board was replaced to resolve the report. The device was recertified and returned to the customer. The ECG board was removed and returned to zoll medical, united states. The customer's report was duplicated and attributed to a faulty integrated circuit and capacitor on the ECG board. Analysis for reports of this type has not identified an increase in trend.